Event description:
It was reported to philips that after powering up the system, it would not complete the boot up. The system was in clinical use at the time of the reported event. No harm was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the reported issue. Upon functional testing, the fse found that the flex vision pc had failed. To resolve this issue, the philips engineer replaced flex vision pc and hard disk spare part. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.